Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, indicating an occlusion issue that caused the customer's blood glucose level to be displayed as "high." The customer managed the elevated blood glucose level by administering a correction bolus via the pump. Technical support advised the customer to disconnect from the site and load a new cartridge, but the customer declined further troubleshooting. A replacement pump was sent to the customer by technical support, and the customer acknowledged the steps for returning the problematic pump and the process for using the new one.